Event description:
The customer reported receiving a total of 3 false positive hcg results while testing 2 lots of sure-vue¿ serum/urine hcg-stat devices on a single patient. The patient presented for an unspecified procedure. Prior to the procedure, the patient provided a urine sample for hcg testing which was clear yellow in color. The urine sample was tested using a sure-vue¿ serum/urine hcg-stat device (lot number 0000972178). The result was read at 3 minutes and a faint false positive result was obtained. The patient indicated they were not sexually active; therefore, two additional sure-vue¿ serum/urine hcg-stat devices were tested (one from lot number 0000982191 and the second from lot number 0000972178). Both tests were read at 3 minutes, and additional faint false positive hcg results were obtained. Confirmatory serum testing was performed which yielded a negative hcg result. The customer reported testing with both lots using positive and negative controls yielded passing results. No adverse health outcomes were reported. Emdr 2027969-2026-00001 for the false positives on lot number 0000972178.

Manufacturer narrative:
Preliminary investigation findings (pending return testing): retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results with strong control lines. No migration issues were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50miu/ml) are present in urine and serum specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving a total of 3 false positive hcg results while testing 2 lots of sure-vue¿ serum/urine hcg-stat devices on a single patient. The patient presented for an unspecified procedure. Prior to the procedure, the patient provided a urine sample for hcg testing which was clear yellow in color. The urine sample was tested using a sure-vue¿ serum/urine hcg-stat device (lot number 0000972178). The result was read at 3 minutes and a faint false positive result was obtained. The patient indicated they were not sexually active; therefore, two additional sure-vue¿ serum/urine hcg-stat devices were tested (one from lot number 0000982191 and the second from lot number 0000972178). Both tests were read at 3 minutes, and additional faint false positive hcg results were obtained. Confirmatory serum testing was performed which yielded a negative hcg result. The customer reported testing with both lots using positive and negative controls yielded passing results. No adverse health outcomes were reported. See emdr 2027969-2026-00001 for the false positives on lot number 0000972178.

Manufacturer narrative:
D9 - date returned to MFR: was updated to "1/30/2026". H3 - device evaluated by MFR?: was updated from "no" to "yes". H6 - adverse event problem: was updated to include investigation findings of returned devices. H11: the "preliminary investigation findings (pending return testing)" contained a typographical error which mentioned the control lines and no migration issues observed. This was in error and is being updated. Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive issues were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention or return product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50miu/ml) are present in urine and serum specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.